Event description:
Customer reported he inserted a sensor yesterday and noticed the needle hub was hard to remove. Customer removed the sensor and saw there was no sensor cannula. Customer checked and is sure the needle is not still under the skin. Customer inserted a new sensor and says everything is fine now. Customer declined troubleshooting for broken sensor. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.